Manufacturer narrative:
The device remains implanted therefore it is not available to be returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was slow to unfold. After 20 minutes, it was still not completely unfolded. No pt impact or injury. Additional info has been requested but no new info has been provided.